Event description:
On (B)(6) 2012, the reporter first alleged that the keypad buttons had been intermittently responsive for the past two weeks. On (B)(6) 2012, it was further alleged that the patient experienced elevated blood glucose (bg) for about two weeks. The reporter stated that the patient's bg was 26mmol/l on at least one occasion and hi on another occasion per bg meter. According to the reporter, the patient had ketones and was extremely tired. There was no report of the need for medical intervention for treatment of the bg excursions. It was said that the rubber keypad was intact, the pump is not exposed to water, and the patient does not use cleanser on the rubber. Allegedly, the buttons were very difficult to press and the up arrow button responded after about five or so button presses. The reporter noted that the patient was not aware if or when the bolus delivery was incorrect as the result of this issue but was aware of the difficulty with responsiveness. It was said that the patient did not know how to check the pump history for actual bolus delivery amounts. The reporter said that she believed that the keypad button issue contributed to the bg elevation because, the patient's bg was within normal limits (about 6mmol/l) during the night when no boluses were required. This complaint is being reported based on the conclusion that the detectable keypad issue may have contributed to the alleged bg excursions.

Manufacturer narrative:
The reporter stated that the up arrow button was intermittently unresponsive to keypad presses and that the user was aware of the issue. The patient allegedly continued to use the pump with a known keypad issue. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged, if they have a question, or if they cannot understand an issue with the pump. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.